Event description:
The implanting surgeon reported that upon thawing, the cryopreserved pulmonary valve and conduit possessed cracks or tenestrations (present on valve and conduit) not noted on the certificate of assurance. The surgeon elected to implant the tissue. Subsequently, the pt experienced four hrs of bleeding. After the pt stablilized, the chest was closed.